Event description:
It was reported that six days post implant, the right atrial (ra) lead exhibited high thresholds for at least three consecutive days. Low impedance was also noted on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.